Event description:
It was reported by the customer that the spring wire guide (swg) was inserted over the needle. However, upon removal, the swg became unraveled. It was noted, the doctor could hardly remove the complete swg. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.